Event description:
Customer complaint - limited data available. The customer attempted to use the device 5 times after carefully reading the instructions. However, none of the test samples shoed the blood glucose value and this caused the customer a lot of hurt and pain. They were unable to know their blood glucose level and couldn't eat the staple food ao much that they almost fainted.

Event description:
Customer complaint - limited data available I bought your blood glucose meter on the amazon, and tried five times after carefully reading the instructions, but none of them showed the blood glucose value, which caused me a lot of trouble and even hurt, I was not able to know my blood glucose value so I couldn't eat the staple food so much that I almost fainted. I strongly demand a refund. Please reply as soon as possible.